Event description:
Customer is reporting an event of a false negative results issued by the provue to a visually confirmed 1+ reaction in an mts anti-igg gel card for the 2cell screen test to a patient that was later identified to have an anti-fya.

Manufacturer narrative:
On (B)(4) 2014, a field engineer arrived on site. Fe checked and tested card reading. Performed reader camera adjustment. Customer ran cq and results were in spec. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results have been reported as a result of this reported concern.